Event description:
The hcp reported that the pump and catheter were explanted- "this new pump has never worked the same as the old one". A follow-up report will be sent when additional info becomes available.